Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by the pts rep through means of co's intl rep, it stated,..."after a revision of the prosthesis in october of '93, the pt suffered pain for a long period of time, which brought him back to the hospital on november 16-20, 1993. Another hospitalization was necessary on february 8-12, 1994 due to contractions and pain, when the pt assumed a sitting position. Finally the pt was hospitalized on march 20 thru may 9, 1994 due to pressure necrosis on the scrotum. The pt was hospitalized again from june 16 thru july 26, 1994 as the penile cylinder(s) came out through the glans of the penis. The prosthesis was removed on july 4, 1994".